Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 6.0mmx40mmx80cm (4f) sterling¿ balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 12 atmospheres. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer - the returned product consisted of a sterling balloon catheter and not a sterling sl balloon catheter as previously reported. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 12 atmospheres. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a sterling sl balloon catheter with no other devices. The balloon was loosely folded. There was a burst 7mm long, starting at the distal end of the balloon ending mid-balloon. Both the inner and outer shaft microscopic inspection found no irregularities or defects. The microscopic inspection found no irregularities or defects to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt. A 6.0mmx40mmx80cm (4f) sterling balloon catheter was selected for use and advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured at 12 atmospheres. No patient complications were reported and the patient's status was stable.